Manufacturer narrative:
(B) (4) (lens stuck in the injector). (B) (4).

Event description:
The reported stated the surgeon attempted to insert an aa4204vl silicone single piece lens, but the lens was stuck in the injector. The reporter was unable to provide any additional information.